Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed because no sample was returned for analysis. A device history record review was performed and it did not reveal any manufacturing related issues. The probable cause of the dilator tip folding back could not be determined based upon the information provided and without a sample. No further action will be taken.

Manufacturer narrative:
(B)(4). This product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
Product complaint form indicates that the dilator "ruckled" on insertion through the skin. User had to use an mst kit to complete the insertion of the PICC.